Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported suction broke after the laser fired. No patient harm. Additional information requested.

Manufacturer narrative:
According to the provided serial number of the patient interface the reported treatment could be identified in the logfile. The treatment was aborted after a warning message displayed. The message indicated that the user released the laser pedals and pressed the right footswitch to turn off the vacuum. No technical root cause was detectable. The system was working within specification. The root cause is user handling. The manufacturer internal reference number is: (B)(4).